Event description:
The manufacturer received information from a patient alleging the dreamstation 2 device is getting hot to touch and is warmer than normal while in patient use. The patient also states she would sometimes hear a spark when plugging the device directly into the ac power outlet and is not sleeping well. There was no harm or injury reported. The patient has a dreamstation 2 device but does not have the s/n. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The patient has a dreamstation 2 but was not able to provide the sn/model number.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information from a patient alleging the dreamstation 2 device is getting hot to touch and is warmer than normal while in patient use. The patient also states she would sometimes hear a spark when plugging the device directly into the ac power outlet and is not sleeping well. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Update: manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.